Manufacturer narrative:
Correction: additional information was received that confirmed that this event does not meet the criteria for MDR reporting . The physician felt that the patient expired due to the pre-existing stroke and thrombosis, and the events were not related to the enterprise stent.

Manufacturer narrative:
UDI: unknown part number, unknown lot number, UDI unavailable. Conclusion: based on the information, the event could not be confirmed. The product was not returned for analysis and a device history record review cannot be completed because the lot for the product is unknown. Since the event could not be confirmed and there is no evidence of a manufacturing-related malfunction, no corrective actions will be taken at this time.

Event description:
It was reported by a healthcare professional that a patient presented with an acute posterior circulation occlusion within the right vertebral artery with clot extending into the basilar artery, where a 4.5mm x 22mm enterprise stent (catalog/lot unk) was used during a thrombectomy procedure; however, there was resultant in-stent thrombosis due to the severity of the stenosis and the patient expired. According to the physician, after mechanical thrombectomy was performed, there was evidence of critical underlying right vertebral artery stenosis within the intracranial segment. Therefore, the physician treated the patient using the enterprise stent system in order to maintain patency of the vessel. The patient subsequently died due to the extent of the stroke. According to the physician, the patient was at high risk for hemorrhage due to pre-existing strokes and severe intracranial atherosclerotic disease which caused the stent to thrombose, and they were, therefore, unable to safely initiate anticoagulation or dual anti-platelet therapy. He felt that the patient¿s death was not a result of the enterprise stent. There was no reported product malfunction.